Manufacturer narrative:
H10: the device was returned to bd for evaluation. The investigation is confirmed for shaft detachment as the catheter was detached distally from the glue butt joint. The investigation is inconclusive for a retraction issue as the sheath was cut before being returned. Based on the information available, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dr8084 pta balloon dilatation catheter allegedly became stuck, and the distal tip detached inside the introducer sheath. The balloon and sheath were removed as a single unit. No further devices were needed to finish the procedure. This information was received from one source. This malfunction did involve a patient and there was no reported patient injury. The patient was a 29-year-old female who weighed 119 pounds.

Manufacturer narrative:
The device was returned for evaluation. The company is still investigating the issue currently. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dr8084 pta balloon dilatation catheter allegedly became stuck, and the distal tip detached inside the introducer sheath. The balloon and sheath were removed as a single unit. No further devices were needed to finish the procedure. There was no reported patient injury. This information was received from one source. The patient was a (B)(6) year old female who weighed (B)(6).